Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, during reprocessing, the subject device had a loose scope mount and a blurry image. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the reporter. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that the scope mount was rattling, resulting in a shaky screen, in addition, the following reportable malfunctions were identified during the device evaluation: cracks and flooding of the side of the connectors, and flooding of the focus ring. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the information obtained from this complaint and the investigation results did not identify the cause of the occurrences reported. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the reporter. The issue occurred before an unspecified therapeutic procedure. The intended procedure was completed with another device.